Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "serious" peritonitis. It was reported that the patient has not been on dialysis for the last two months and the patient's "tube" was removed due to the event. The patient was reported to be "only on pills" until further notice. The cause, hospitalization, treatment and patient outcome were not reported. The reporter declined to provide additional information.